Event description:
I got breast implants / allergan 2007 smooth in (B)(6) of 20015. Within weeks I got very ill. My body has continued to shut down ever since. Extreme fatigue, depression, anxiety, melasma, colitis, autoimmune, ringing in ears, floaters in eyes, inflammation, shooting pain in breasts and under armpits, hair loss, extreme fatigue, no libido, candida and fungus overgrowth, food intolerance, heat and cold intolerance, loss of sleep. Blood work comes back normal to low but I feel like I'm dying. FDA safety report ID# (B)(4).